Manufacturer narrative:
The complaint catheter broke due to excessive force experienced by the tubing at the molded juncture hub. Reduction in diameter and a jagged surface at the break plane are indicative of a break under tension. A note included with the complaint catheter indicates that the dressing was loose at the hub when the break was discovered. Also noted that the infant was very active. It is very possible that the loose securement allowed excessive force to be transferred from the proximal hub to the delicate catheter body tubing. This potential failure mode is consistent with the condition of the catheter at the break plane. The securement technique prescribed by footprint medical inc. Is specifically designed to alleviate stress at this location by distributing the load of the proximal hub across the dressing and away from the delicate catheter body tubing. Review of the complaint files reveals no other complaints from lot #15498. It is reasonable to conclude that the product failure is not due to manufacturer defect. A report of the findings has been sent to the customer.

Event description:
A 1.9fr polyurethane pic catheter broke at the securement hub. The PICC was in place for approximately three weeks before the adverse event. It was noted the securement dressing was loose at the hub when the break was discovered. There was no harm to the infant.